Event description:
It was reported that during a surgical procedure for spondylolisthesis, the neurosurgeon was using a drill to create pedicle holes when one drill bit fractured, followed by fracture of the second drill bit. The proximal fragments of both drill bits were retrieved from the patient. It was reported there was a delay in treatment of 20 mins. It was reported that the patient was alive - no injury. Additional information received stating that, burr fractured in a clean and well-defined manner, and all broken parts were immediately identified and retrieved during the procedure. An intraoperative o-arm scan was performed at the end of the intervention as a final check before closing the patient. No additional procedures were required to retrieve broken parts, as all fragments were recovered promptly, and the final imaging confirmed complete removal.

Manufacturer narrative:
H3: product analysis: no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in future, product analysis may be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: device not returned, lost at facility. If returned in future, analysis will be carried. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.